Event description:
A malfunction was reported on the pump, identified by the malfunction code "malf 12." There was no reported adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with the reset. Following the reset, the malfunction did not recur, and the customer was advised that they could continue using the pump. The customer was also instructed to contact technical support if the malfunction reoccurred, which the customer acknowledged and understood.